Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had declined battery life, changing every other week and rejected new batteries. Customer stated that the insulin pump had to rewind takes longer and unexplained no delivery alarms. Customer stated that the insulin pump had two minor scratches on screen and battery cap was worn. The device will not be returned for analysis.